Event description:
It was reported that a 63-year old caucasian female patient underwent breast augmentation revision with two 475cc mentor smooth round moderate profile saline breast prostheses and was diagnosed, via MRI, with left breast implant rupture, post-operatively. In addition, the patient also suffered bilateral breast pain. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2023-00794

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) of lot number 270866 was requested to the quality operations team. However, the physical file of the DHR was not found in the boxes located in iron mountain. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).